Event description:
It was reported that during the surgery, the foreign substance was found inside of the sterile tray. There was no patient harm. There was a 0-15 minutes delay occurred due to the preparation of a backup product. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.